Event description:
It was reported that the pen ii organon puregon® pen second gen "faltered" during use before getting "stuck completely". The patient used a "600 iu cartridge" and was attempting to inject "225 iu" when the pen broke. The following information was provided by the initial reporter: "pharmacist informed us that a patient returned a malfunctioning puregon pen to the pharmacy. Informed that the pen faltered and finally got stuck completely. The patient is an experienced user. Pharmacist informed us that the patient received this pen on (B)(6) 2019 and that the pen malfunctioned during the first use of this pen. The patient uses the 600 iu cartridge and wanted to inject 225 iu. The patient used the supplied bd needles. Patient did not notice anything out of the ordinary regarding the packaging or the pen itself."

Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Since the sample was not received, investigation cannot be performed as a sample is required to investigate further. H3 other text : see h.10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ii organon puregon® pen second gen "faltered" during use before getting "stuck completely". The patient used a "600 iu cartridge" and was attempting to inject "225 iu" when the pen broke. The following information was provided by the initial reporter: "pharmacist informed us that a patient returned a malfunctioning puregon pen to the pharmacy. Informed that the pen faltered and finally got stuck completely. The patient is an experienced user. Pharmacist informed us that the patient received this pen on (B)(6) 2019 and that the pen malfunctioned during the first use of this pen. The patient uses the 600 iu cartridge and wanted to inject 225 iu. The patient used the supplied bd needles. Patient did not notice anything out of the ordinary regarding the packaging or the pen itself."